Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation reported as deflation. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and curved opening. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage. Also, a microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(no shell thickness due to opening is under plug strap) and nicks. Fill inspection was performed and identified no blockage in the valve. Besides observed a void on valve assessed as workmanship. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Particles on fill channel assessed as particle leakage. Fi results: review of DHR for the related work order did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. Documentation for the related work order indicate there was a reprocess order in the primary packaging operation. However, the reported device was completed on a different serial number and this has no relation neither can cause the reported event. Review of DHR for valve assembly did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All valves were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that valve assembly met the required specifications.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.